Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was not communicating to server. The customer was unable to enable critical override mode, and patient information was not displayed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist called the customer, who confirmed that information technology (it) had worked on the issue and it was fixed. There appeared to be no further problems at the station. The system functioned as intended after the customer resolved the issue.